Manufacturer narrative:
H10: two (2) devices were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition in either set. Both sets underwent functional testing including priming, pressure, and clear passage testing, and the sets performed according to product specification. A short, simulated therapy was successfully performed on both sets. Additionally, the sets underwent 6 psi water referee back pressure testing. The referee test was performed to all the clearlinks and at the second clearlink a dynamic drop was noted. The reported condition was verified. The cause of the condition was found to be due to a misalignment at the components during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp continu-flo solution set leaked. During central line audits the nurse noted total parenteral nutrition (tpn) leaking through the ¿y-site at tpn filter¿ closest to the infant patient. New ¿fluids¿ were ordered and hung per hospital policy. There was no report of patient injury or medical intervention associated with this event. The sample has been requested. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.